Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: on (B)(6) 2014 : first surgery. On (B)(6) 2014: second surgery. Customer informs that days after performing the left hemicolectomy, the stump of the colon opened, this caused a peritonitis in the pt. Surgeon realized peritonitis due to pain and swelling in the pt, they did an ultrasound. Peritonitis was corrected closing the stump of the colon. Anastomoses was ok. The pt was re-operated and she is still at ICU. Pt injured, the surgery did not extend more than 30 minutes, blood loss of more than 2500cc, extension of the incision by more than 1 inch, no tissue loss or damaged. Additional information requested via email.